Event description:
Device 1 of 3. Reference MFR report: 1627487-2011-10181. Reference MFR report: 1627487-2011-10182. The pt received the scs system on (B)(6) 2010 consisting of an ipg, two percutaneous leads (same lot) and two anchors (same lot). It was reported the pt experienced intermittent rib and stomach stimulation. It was also reported the pt stopped using the scs system as a result and had not recharged in quite some time. The ipg battery had been depleted; however, it was still able to communicate. The physician removed the entire scs system and replaced it with an ipg and surgical scs lead on (B)(6) 2011.

Manufacturer narrative:
This ipg serial number is included in (B)(4). Evaluation: results: the complaint could not be confirmed. As received, the ipg successfully communicated with a test standard pt programmer and displayed a low battery warning message. The ipg was placed on the lab charging system and fully charged. The ipg was functionally tested and passed all tests. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.